Manufacturer narrative:
Further follow up received after initial medwatch report was filed indicated that a pressure gauge was not used during inflation and the procedure was successfully completed with this unit without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated the balloon inflated to the correct size and spape. No balloon burst was found. Based on the engineering evaluation, no reportable event and no malfunction of the device occurred. Therefore, co does not condider this to be a reportable MDR. B1. No box should be checked. Product problem box should be unchekced.

Event description:
A balloon burst on the first inflation at approximately 5-6 atmospheres during a percutaneous transluminal angioplasty procedure. Difficulty was encountered readvancing the guidewire over the lesion and no further dilation could be performed. The device has not been returned for evaluation. Therefore, no failure analysis is available. Attempts to gain further information with regards to the circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event co cannot determine the exact cause for this event. Directions for use state: "do not exceed the normal pressure printed on the product label.. Never manipulate the catheter with the balloon inflated... The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."